Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the insturment and found the tip pick-up and tip take-up settings were incorrect. The settings were corrected. New tip clamps were installed for all positions. Two new plunger clanps and lld contact springs were installed. The instrument was inpsected, tested without further problem, and returned to service.